Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The t:slim x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200 mg/dl range. Reportedly, the customer believed that the pump was not delivering insulin properly. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the date setting was incorrect. Reportedly, the customer had never set the pump's date during the initial setup. The customer continued to allege that the pump was not delivering properly. Reportedly, the customer continued to use the pump for insulin therapy.